Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, a blood leak was detected 3 hours after the treatment began, at the connection of the revaclear 400 dialyzer to the arterial dialyzer line. The presence of coagulated blood was noted at the level of the inlet and outlet connectors of the dialyzer. According to the reporter, the arterial expansion chamber was under high pressure, a clot in the line was noticed, which in turn led to an overpressure on the venous line. The session was discontinued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.